Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a ranger drug coated balloon catheter from batch 26246382-121. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 14.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 27-jul-2021. It was reported that a balloon leak occurred. A ranger balloon catheter was advanced inside the patient to treat stenosis, however, the device was unable to be inflated. The physician withdrew it and tested it with water and a leak was identified on the balloon material. However, returned device analysis revealed a pinhole.